Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passed the homechoice rite (return instrument test / evaluation) functional and electrical tests and was functioning within specification. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the reported condition of iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 18. The programmed volume was 350 ml and ultrafiltration was 144 ml. This meets baxter's iipv criteria. No patient injury or medical intervention was reported.